Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis of the lead demonstrated a damaged insulation at a distance of some 26 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The coating of the conductor cables was found damaged. An electrical short circuit occurred in this area. These findings can be considered as the root cause for the observed oversensing issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. There was no sign of a material or manufacturing problem.

Event description:
This lead was sensing noise and the patient received an inappropriate shock. This device was explanted on (B)(6) 2014 and replaced with an OEM device. Should additional information become available, this file will be updated.